Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. It was unknown whether there was a break in aseptic technique. In (B)(6)2010, a peritoneal effluent culture was performed. The result of the culture was unknown. Treatment information was not provided. Dianeal and extraneal therapies were ongoing. The patient was recovering from the event. On (B)(6)2010, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). The patient's peritoneal dialysis clinic (pd) was contacted on (B)(6) 2010 and baxter product surveillance was informed by a pd nurse that a peritonitis event reported by the patient on (B)(6) 2010 is a recurrent event from the original report of peritonitis. The nurse indicated that the patient has had the same peritonitis (B)(4). The nurse indicated that this is just a persistent peritonitis and is being treated accordingly. The nurse indicated the patient has also been retrained on aseptic technique. The patient has remained on pd therapy and has been able to continue with pd therapy okay. The nurse indicated that the patient was being treated with vancomycin and that on (B)(6) 2010, the patient was given a last dose of 2gm, intraperitoneal.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant digoxin (dign) results generated by unicel dxc 600 pro synchron chemistry analyzer for one patient. The initial result of 0.9 ng/ml was reported out of the laboratory. When qc was erratic, a technician reran the sample 3 times, and obtained results of 2.1, 1.2, and 1.9 ng/ml. A subsequent testing at another lab produced result of 1.0 ng/ml. No result was amended. There was no effect to the patient or the user.

Manufacturer narrative:
(B)(4). This complaint was opened to address a patient reaction of peritonitis. Root cause for the peritonitis was not identified due to insufficient information available. Since no sample was available for evaluation, no root cause can be determined through sample inspection. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Since there is not enough information to determine any possible product failure source, no potential causes can be listed. A batch review was performed for suspect lot numbers, with no defects noted. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.